Manufacturer narrative:
A correction to g2 to add the foreign country, france. This report is being supplemented to provide additional information based on new information received from the customer, the device evaluation, and the legal manufacturer's final investigation. The customer provided their cleaning, disinfection, and sterilization process stating the pre-cleaning detergent used is enxymex l9 franklab, manual disinfection is preformed, asept inmed brush kit is used for bedside pre-cleaning, anioxyde 1000 is used for disinfection, their storage practice is to stock the device horizontally, and olympus is the maintenance company. The device was evaluated where no abnormalities were found that could have led to the positive culture. During evaluation it was noted that the bending section rubber was worn out. However, the defect is not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is unlikely the positive culture was caused by the device. Growth of microorganisms were found through culture testing by the user after reprocessing. When olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, growth of microorganisms were not confirmed. The following is included in the instructions for use (IFU): "reprocessing manual: 1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The reporter¿s contact, occupation and health profession are unknown at this time. After the device was returned to olympus, it was sent out for additional testing. The microbiological analysis report indicated the channels of the scope were cultured and results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water.. The device evaluation has not yet been completed. The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus (ofr) was informed by the user facility that after a microbiological routine control on this cysto-nephro videoscope, the user facility detected an unexpected contamination. The microbiological analysis report indicated the channels of the scope were cultured and tested positive for (5) unspecified germs. The user did not report any contamination or any other serious deterioration in state of health of any person, to which this medical device could have been a contributory cause. The scope has been returned to the regional repair center.